Manufacturer narrative:
Submitted: 01/08/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim, faded and discolored. The battery compartment was cracked near the case seal.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/27/2013: contamination of button contacts and dim, faded, discolored display screen.